Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump had normal operating currents. No unexpected failed battery test alarm or battery out limit alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 306 mg/dl at the time of the call. The customer stated that they received multiple failed battery test alerts as well as battery-out alerts. The customer was assisted with guiding them with remedies but troubleshooting did not resolve the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.